Event description:
Patient was tested with the hopstital device and obtained a reading of 287/mgdl. A lab was drawn approximately 45 mins later with a result of 101mg/dl. Caller states that patient was dosed with insulin after receiving the 287mg/dl reading. A back to back test was also performed with readings of 365mg/dl, 119/mg/dl and 118mg/dl. Controls were not used on strips prior to testing the patient. Caller used controls after testing on patient and the results fell out of acceptable limits. Requested return of suspect device and replacement was sent.